Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 01/24/2025, it was reported by a sales representative via (B)(4) that an ar-8305 shaver console is "acting up". It will intermittently cut in and out. There was possible spill damage to the machine. There was also a small delay to the case. The procedure that should've taken 20 minutes took 30. This occurred during use in a case with no patient effect.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. (Use error) this evaluation determined that the reported event occurred due to use error resulting in moisture damage to the foot switch board.